Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 276 mg/dl, but the customer stated that he received a low sensor glucose alert. He treated using the insulin pump. He stated that 90% of the time, the sensor cannula was bent. Advised the customer to speak with his doctor regarding recommendations for dealing with scar tissue and insertion technique. Nothing further reported.